Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the solenoid coils were burnt, and the retractor band was damaged. A field service technician replaced solenoid, retractor band and reseated cables to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system burnt out, produced a smokey smell and the device was turned off. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-may-2022 to 22- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smoky smell was due to the thermal damage on the solenoid coils. The field service engineer replaced the solenoid, retractor band and reseated cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 was burnt out and produced a smokey smell. There were no adverse events or injuries reported based on this incident.